Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a prolapsed posterior leaflet. Two clips were successfully deployed on the mitral valve. To further reduce mr, an xt clip was inserted and deployed on the mitral valve. However, upon deployment, the clip opened to >20 degrees. It was noted the clip remained stable on the leaflets and mr was reduced to grade 1. No additional clips were implanted. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported cowl was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Imaging review: one (1) echocardiographic still image and one (1) fluoroscopic still image was provided. The echo image captures an lvot view in which one deployed clip can be visualized on the valve. The lvot view captures the anterior-posterior cross-section of the valve (short axis); the echo view bisects a clip grasped on the valve (cross-section through the clip arm plane) which can provide a general view of the clip arm angle. Presumably, the echo image is of the third implanted clip reported for post deployment cowl. There is a notable gap in between the tips of the clip arms. The fluoro image shows the three deployed clips with the top clip circled in yellow; this is presumably the third implanted clip. The clip arm angle appears to be ~20° - 25° which is near the high end of the typical range of clips implanted per the instructions for use (10° - 30°). While this is an estimation based on visual assessment with the unaided eye, the third clip appears to be open to a larger degree than the other two implanted clips which did not have a reported issue. However, no pre-deployment cine of the reported clip was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), if and/or by how much the clip opened prior to mechanical separation. The reported post deployment cowl cannot be confirmed since no pre-deployment cine was provided. There are no other observations based on the videos provided.